Event description:
It was reported that the video system center didn't get past the startup screen and didn't respond when connected to a scope. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure in printed circuit board and the touch panel did not respond to touch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure in printed circuit board, the touch panel did not respond to touch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.